Event description:
The technician alleged the head brake caster will not roll but swivels when the brakes are engaged. No patient impact.

Manufacturer narrative:
The technician replaced the head brake caster to resolve the issue.